Manufacturer narrative:
Additional information was received on april 8, 2021. Both the left and right side devices have the same lot number. After clarification, the right side device was reported ruptured. Device evaluation summary: according to the information received, the patient experienced a rupture in the smooth uhp 700cc breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the smooth uhp 700cc breast implant was found to be ruptured and received in three parts. A microscopic examination was performed, and the cause of the tear could not be identified. Reason for device explant and/or reoperation: rupture. Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast reconstruction surgery with two 700cc mentor memorygel breast implant experienced left sided breast pain, and paresthesia and right sided rupture post procedure. Patient complained of pain and tingling in left breast. As a result, patient underwent bilateral removal and replacement with a 800cc mentor memorygel left breast implant and a 750cc mentor memorygel right breast implant on (B)(6) 2021. This medwatch form is for the right breast prosthesis.